Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer provided proper testing technique and interference with lovenox. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.6, lab: 3.0, mean: 2.3, cl: 1.3-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits of inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Device will not be returned. Investigation is closed.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 1.6, lab: 3.0.